Event description:
It was reported that when the iab was removed from the package it appeared to be kinked. The physician decided to insert it, but was unable to aspirate. As a result of this, the iab was removed and replaced. There were no associated pt complications.